Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers did not open for lorazepam ativan medication. The technical support specialist informed customer to log out from the cabinet and relogin. Customer mentioned they were able to do it once they logged back into the cabinet. The issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the drawers were not opening for the medication (lorazepam ativan 0.5 mg). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.